Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205. 006.s938usqu9czdp hardware: sm-s938u cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level rose to 300 mg/dl while wearing the pod between 2 to 3 days on their arm. It was reported that a communication loss alert occurred. When the pod was removed from the infusion site, the pod's cannula was found bent. The patient reported red bumps and swelling at the injection site. As treatment, the patient applied an unspecified ointment provided by their health care provider. The patient administered manual injection doses to address the high bg level.